Manufacturer narrative:
Patient identifier not available from the site. The system was determined to be fully operational due to repositioning of the emitter resolving the issue.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that a 1 cm medial inaccuracy occurred with the passive probe. Multiple instruments attempted and the inaccuracy persisted. Issue resolved by repositioning the frame clamp and re-spinning. There was no impact to patient. There was a reported delay to procedure of 20 minutes due to this issue.